Event description:
It was reported that a revision procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. During the procedure the tip of the reform driver with mechanical lock (hxx-39-0001) broke. No details are available.

Manufacturer narrative:
H3 device evaluation - the device has not yet been received; therefore, no conclusions can be drawn at this time. Review of device history records found (B)(4) pieces of lot 12502ts released for distribution on 3/2/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time. Upon receipt of the device, and completion of investigation, a follow-up medwatch report will be filed.

Manufacturer narrative:
H3 device evaluation - the driver's t25 tip is missing with the fracture plane skewed relative to the driver's longitudinal axis. The fracture orientation is indicative of failures related to combination loading. Based upon this it is believed that the tip broke while torsion and bending moments were simultaneously applied, but damage due to prior high load application can not be ruled out as a potential contributing factor. Part breakage is noted in risk documentation. No corrective actions are being recommended since the failure load appears to be due to combination loading.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. During the procedure the tip of the reform driver with mechanical lock (hxx-39-0001) broke. No details are available.